Manufacturer narrative:
An event of the delivery thread of a delivery cable being broken in the endscrew of an occluder was reported. Information from the field indicated that the delivery cable was broken during the second recapture of the device. One image was received from the field appearing to show the occluder with the broken delivery cable thread stuck in its end screw. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer atrial septal defect (asd) occluder (lot: 9081596) was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. One partial recapture was performed to re position the device. On the second re-capture, the delivery cable thread into the occluder was observed to be broken. Once the occluder had made it most of the way inside the delivery system, the physician could feel the break and loss of tension in the delivery cable. Excessive pressure was not needed to recapture the occluder. The entire system was removed from the patient. Outside of the patient, the broken delivery cable thread was osbserved stuck in occluder. A replacement amplatzer asd occluder (lot: unk) was implanted utilizing a replacement 12f amplatzer torqvue delivery system (lot: unk). There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.